Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that an air detected in cassette warning occurred during an unknown phase of treatment and fluid was seen under the cycler and on the cart. The patient placed a piece of cardboard under the cycler, and it was all wet from solution. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed the inside of the cycler was dry and no fluid was coming from the cassette. The patient was not sure where the leak came from. The patient checked the bags and could not find where the fluid was coming from. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed through treatment data that the patient did complete treatment with the cycler.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that an air detected in cassette warning occurred during an unknown phase of treatment and fluid was seen under the cycler and on the cart. The patient placed a piece of cardboard under the cycler, and it was all wet from solution. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed the inside of the cycler was dry and no fluid was coming from the cassette. The patient was not sure where the leak came from. The patient checked the bags and could not find where the fluid was coming from. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed through treatment data that the patient did complete treatment with the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.